Event description:
Pt was in the or for CABG surgery. Procedure was finished and pt was off of bypass. During closing, pt's blood pressure decreased and heart was noted to be beating weakly. Cardiac massage was started. Air was noted on the right and left side of the heart on echo and when the surgeon needled the heart. At this time, the pt was on an iabp and pumps. No bleeding or rupture of the heart was seen. Pt was bronched and no blood was seen in the airway. All IV lines were checked and no air or opening was seen.